Event description:
Nurse was opening a hypodermic needle kit and discovered that the needle was bent inside the needle cap which was also broken. Subsequently the nurse was stuck by the needle. It was a clean stick and there was no harm to the patient.